Manufacturer narrative:
G4: 10jul2020 b4: (B)(4)2020 a battery was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found with the returned battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported the touch screen is frozen. There was no patient involvement. The fse (field service engineer) evaluated the device and confirmed the reported problem. They also found that the ventilator produced the "35 volt supply failed", "auxiliary alarm supply failed", "blower stalled", "alarm led (light emitting diode) failed" and "backup alarm failed" diagnostic codes. The battery voltage was low and would not charge. The service technician replaced the power management board and the reported problem was resolved. Replacing the power management board also cleared all the error codes. The fse replaced the battery and the reported battery problem was resolved. The ventilator was calibrated successfully and passed all required testing.